Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
User reported they may have entered in too many carbs related to their bolus delivery. User stated that they currently have 3.8u on board with a time remaining of 2h 49m after the bolus had completed delivery. Tandem technical support explained to contact how to stop a bolus delivery as long as the bolus is still running and to have supplies ready in case they need to counteract a low blood glucose. User's blood sugar was reported to be 169 mg/dl.